Manufacturer narrative:
A field service engineer (fse) was dispatched who replaced the peek tubing from the injection valve I-6 to the line filter. The customer subsequently was able to run qc and operate the device without issue. No further action was required by fse the probable cause of the reported event was due to clogged peek tubing from I-6 to the line filter. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2016, the customer reported high pressure errors 100, error 102 and an immutable alarm with their g8 analyzer. A field service engineer (fse) was dispatched on (B)(6) 2016 to address the reported event,which resulted in delay in reporting of patient results hba1c. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results